Event description:
It was reported that non sustained lead noise due to post paced t wave over sensing on the ventricular lead was observed via merlin.net transmission. The device was reprogrammed successfully. No further issues were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.